Event description:
(B)(4). Since I had the essure device placed, I have experienced: hives, weight gain, migraines, mental fog, short term memory loss, pelvic pain, pain with intercourse, irregular bleeding, insomnia, mood swings, fatigue, anemia, and bowel issues, to name a few.